Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that after the last time the patient met with a manufacturer representative, they drove to the pharmacy and experienced ¿full voltage¿ zapping four times and had to turn the unit off. The patient has not turned it back on since. The patient reported that they have had no effect for the last couple of months and reported that they have gone though several reprogramming sessions with a manufacturer representative. The patient did not know when they last charged the ins. The patient stated that their new ins never worked and never helped. The patient stated that they are in so much pain and they are lucky if they can get 3 hours of sleep at night. The patient stated that they are miserable and depressed. No further complications are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the implantable neurostimulator (ins) was turned off to resolve the zapping and the lack of effect. The issue was not resolved, and the patient felt enormous pain. There were no further complications reported or anticipated.